Event description:
It was later reported that the patient had a ¿catheter test¿ approximately the end of 2013 or early 2014 with their hcp. Per the reporter, the hcp that saw the test results noted there was something wrong with the catheter or pump because they had increased the concentration; however, the pain level was not getting better. The reporter noted pain and numbness in the patient¿s legs, thus the patient was referred to a different surgeon as the patient did not have a current surgeon. It was again reported that the pump had moved ¿way over to the left side¿ and the patient was told the pump was ¿right on her hip bone¿. The system was replaced, and the hcp ¿raised the bump¿ and told the reporter there were no issues with the catheter. The reporter stated there was a bump at the site where the previous pump was placed and was still swollen but noted being told by the hcp that this was normal and to be expected.

Event description:
The patient reported never having therapeutic effect since day one of implant. It was reported that the patient continued to hump over and cannot stand up right. The health care provider changed her medication from morphine to dilaudid. It was also indicated that the pump was moved after a revision was done. Per the reporter, it was moved to right under the naval and was very uncomfortable. An MRI was ordered and the hcp was taking out 10% of the medicine to see if it made a difference in the pain. It was also noted that they were weaning the patient off the pump. It was further reported that the pump was not working, the patient was not getting pain relief and was unsatisfied with the hcp service. The pump delivered dilaudid and clonidine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8596sc, lot # n172188022 , implanted on: (B)(6) 2008, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On 7/1/2014 information was received from an hcp indicating the patient had experienced lower back pain. When asked what the device positioning issue was, they noted an inadequate influx through the catheter, and it was also noted that they had been having trouble with inadequate flow through the catheter with consideration that it may not actually be intrathecal. The positioning of the device was corrected surgically on (B)(6) 2014. At this surgery, after disconnecting the pump from the proximal catheter, slow clear cerebrospinal fluid (csf) was seen draining back from the intrathecal catheter. Two cc's of csf were aspirated from the catheter. The patient tolerated the procedure well and was observed overnight for respiratory complications. The patient recovered without permanent impairment. On (B)(6) 2014 the hcp noted there was a smaller seroma below the skin in the old pump pocket.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).